Manufacturer narrative:
On 30-oct-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. D4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the medical team noted a high temperature alert displayed on the ngen system when they stepped on ablation. At the beginning of the procedure, the catheter was flushed properly and without irrigation issue. Ngen showed temperature cutoff value exceeded the moment the ablation peddle was stepped on for the very first ablation. System immediately stopped ablation so no ablation was actually given. The medical team pulled catheter out and saw fluid irrigation was no longer flowing out of catheter tip as it once was prior to insertion. Device evaluation details: visual inspection, microscopic examination, and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test, there no flow in the irrigation hole. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stock in the middle of sheath finally, the shaft was dissected, and the irrigation tube was inspected, and it was found occluded with dry reddish material. A manufacturing record evaluation was performed for the finished device number lot 31436936l and no internal action related to the complaint was found during the review. The dry reddish material observed inside the irrigation tube could be related to the irrigation and temperature issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the occlusion cannot be determined. The instructions for use (IFU) contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the medical team noted a high temperature alert displayed on the ngen system when they stepped on ablation. At the beginning of the procedure, the catheter was flushed properly and without irrigation issue. Ngen showed temperature cutoff value exceeded the moment the ablation peddle was stepped on for the very first ablation. System immediately stopped ablation so no ablation was actually given. The medical team pulled catheter out and saw fluid irrigation was no longer flowing out of catheter tip as it once was prior to insertion. When the team reconnected to ablation and there was no flow and the fluids were backed up. The physician inserted his syringe into the tubing to see if he could put fluid but the issue persisted. The team replaced the catheter and the issue resolved. The procedure was continued. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).